Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the vascular stent could not be deployed during a stent placement procedure for treatment of an occlusion in the iliac artery just below the aortic branch with access through the left groin. The delivery system was withdrawn without issue and another device was used with success. There was no reported patient injury.

Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. On the basis of the evaluation of the sample returned it could be confirmed that the t- luer adapter was detached from the blue slide. This resulted in the impossibility of a successful stent deployment by using the trigger method. No indication for a manufacturing related cause was found. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The detachment of this kind may be caused by rough handling of the device during shipping or improper storage. The t-luer adapter may also become detached during preparation. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported issue could not be determined. Regarding the usage of a damaged product the IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment."

Event description:
It was reported that the vascular stent could not be deployed during a stent placement procedure for treatment of an occlusion in the iliac artery just below the aortic branch with access through the left groin. The delivery system was withdrawn without issue and another device was used with success. There was no reported patient injury.